Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 10 days post-implant, the patient was transplanted due to suspected thrombus, fluctuating power levels and a rise in the patient's lactate dehydrogenase (ldh). Additional information received indicated that in the days prior to the transplant, the patient had an increase of ldh and plasma free hemoglobin and low haptoglobin. Tirofiban infusion was initiated while the patient was still on heparin infusion and there was no changes seen. It was also reported that the power levels improved with thrombolysis; however, the power levels did occasionally spike.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.